Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a patient developed endophthalmitis. The patient was treated with topical steroids and with topical and intravitreal antibiotics. A vitreous culture showed no growth. The patient had a good outcome with visual acuity of 20/20 corrected. The association between this event and the iol is not known.